Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the rv channel. The patient is pacemaker dependent. The lead was capped.